Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock in (B)(6) 2020. A request was made for technical services to review the device data, to see if the inappropriate shock was caused by oversensing or atrial fibrillation. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the available episodes and noted the 2020 shock episodes showed oversensing/double counting, resulting in the inappropriate shock therapy. It was also noted that the shock impedance measurements were higher than expected but not put of range. At implant in 2018 the impedances were 88-90 ohms while in 2020 they were 114-131 ohms. Technical services recommended x-rays to evaluate system placement and troubleshooting with patient movements and posture changes to evaluate all sense vectors.